Event description:
It was reported that the physician noted atrial refractory events during an atrial tracking mode. The initial strips provided indicated 1:1 tracking at around 144 beats per minute with an occasional atrial refractory from what appears to be intermittent lengthening of post ventricular atrial refractory period (pvarp) and that the pvarp value is changing and not the fixed programmed value. Device programming changes were completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4968 implantable pacing lead, implanted 2013-(B)(6); 4968 implantable pacing lead implanted 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.